Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system had failed drawer. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section b: describe event or problem section d: unique device identifier (UDI), medical device model section e: initial reporter facility name section g: manufacturing location, manufacturing site contact and report source section h: device eval by manufacturer a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system required manual deletion of the previous patient's name before typing the next patient's name. A technical support specialist provided guidance on adjusting settings to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the respiratory therapists had to start typing the next patient¿s name for the previous one to disappear, but after the upgrade, they had to manually delete the previous patient¿s name before entering the next. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.